Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 6. The drain volume was 4501 milliliters (ml). This event meets overfill criteria. This is report number 2 of 3.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their freestyle freedom meter. Customer reported receiving readings of 80 mg/dl and 340 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.